Event description:
Baxter reported, " leaking from the silicone tube afte use clean flash machine. (7 days use). " sample is available for evaluation. No pt injury or medical intervention was associated with this incident per baxter.